Event description:
Nurse called to request assistance with getting the customer back on insulin pump therapy before leaving the hospital. The customer had been hospitalized for unknown reasons and not was on the insulin pump when he arrived. Advised to have the customer call the help-line when he is discharged. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.